Event description:
Patient was to receive prosthesis with a metal-on-metal articulation. After surgery, it was discovered that the instrumentation placed was plastic-on-metal articulation. We believe the error occurred because the sales rep brought in the wrong instrumentation. It was labeled appropriately, but was not something out staff would have identified as being incorrect. He apparently just brought in the wrong implementation.